Manufacturer narrative:
No product was returned to angiodynamics for evaluation. A photo was provided for this complaint showing that the distal portion of the ceramic tip was detached. The customer's reported complaint description of tip of the applicator was detached was confirmed based on the provided photo showing the distal portion of the ceramic tip was detached. Although the photo was provided, without receiving a sample a definitive root cause cannot be determined. Device history record review of the packaging and assembly lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. Labeling review: the instructions for use, item number {16600972-01} which is supplied to the user with the solero applicators contains the following statements: "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A distributor reported an end user experienced an issue when using a 19cm solero applicator. Angiodynamics' representative was present for the case. The distributor clinical reported the following: we had a liver case with one lesion and did 2 overlapping ablations for 140w for 6 min. The applicator was successfully tested at 140w for 1 minute. The applicator was placed navigating around muscle and no other adjunct tools were used. While doing the third overlapping ablation for 100w 6 min, the machine stopped before 20 seconds and gave a notification of high reflected power. Benedetta suggested to reposition the needle. The doctor removed the needle from the patient to reposition to find that the needle is broken and a part of the silicone [ceramic] tip is in the patient. A new applicator was used to complete the procedure. The incident was reported in the patients report. It was determined to not remove the tip unless the patient reported experiencing pain form the retained tip. The total time of the ablation for the whole procedure was 2 cycles 140w for 6 min and then one cycle 100w for 6 min (at this cycle the machine stopped before 20 seconds) ablation size: since the tumor was longitudinal it was ablated as such: 2 cycles for 4.4x5.4 ablation size and the last cycle for 4.2x4.9 ablation size